Manufacturer narrative:
Part: 03.037.016, lot: 2l65539. Manufacturing site: (B)(4). Release to warehouse date: january 26, 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the buttress/compr-nut was received at us customer quality (cq). The received photo was also reviewed. Visual inspection of the complaint device showed stripped internal thread. Functional test: no functional assessment was performed due to post manufacturing damage of the device. Dimensional inspection: no dimensional inspection was performed due to post manufacturing damage of the device. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device was observed to have stripped internal thread. However, the jamming condition could not be confirmed. No root cause could definitively be determined for the reported complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the guide sleeve was already hacked when it was inserted into the insertion handle. Placing the guide sleeve on the lateral cortex was difficult but worked. When the blade was driven in, the impact instrument of the helix blade did not drive forward properly. The impactor jammed. When trying to move the guide sleeve over the thread, it could no longer be moved in any direction. The complete construct (with all components of the insertion guide, trocar with compression nut, helix blade impactor) could hardly be moved and jammed. The helix blade could, therefore, not be placed properly in the femoral neck and came to rest with an overhang on the lateral cortex. The construct consisting of the guide sleeve and the aiming arm could no longer be loosened. The impact instrument could be removed from the trocar after loosening the connecting screw of the helix blade. In the steri, the remaining components could only be separated with the help of bone grasping forceps and the pin spanner. This resulted in notches on the guide sleeve. The procedure was completed with a (15) minute delay. This report is for a buttress/compression nut. This is report 4 of 4 for (B)(4).